Manufacturer narrative:
The mcs tip cover accessories used during the da vinci-assisted surgical procedure was discarded by the site. Therefore, the root cause of the alleged customer reported issue cannot be determined. If additional information is obtained, a follow-up MDR will be submitted. According to the system logs, the two mcs instruments used in this procedure have been used in subsequent surgical procedures. Based on the current information provided, this complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the tip cover accessory was found missing and alleged it fell inside the patient. The patient underwent a second open surgical procedure and the tip cover accessory was located in the subcutaneous tissue at the port site and was retrieved. However, at this time, the root cause of the intra-operative complication is unknown.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, when the monopolar curved scissors (mcs) instrument was removed from the cannula, the first assist felt resistance. When the mcs instrument was removed, it was identified that the tip cover accessory that had been installed on the instrument was missing. Intuitive surgical, inc. (Isi) performed follow ups with the surgeon, the site¿s robotics coordinator, and isi clinical sales representative (csr) and obtained the following information: during the da vinci-assisted hysterectomy surgical procedure, when the monopolar curved scissors (mcs) instrument was removed from the cannula, the tip cover accessory installed on the instrument was found to be missing. The surgeon verified she had seen tip cover accessory on the mcs instrument during the procedure. During the original procedure the surgeon opened the patient at a prior c-section scar and explored to try to find the tip cover accessory, they took x-rays to locate the tip cover; however, they could not find it. Then the patient underwent a CT scan in order to look for the tip cover accessory. It was stated that there was a possibility that the tip cover accessory was located at the port site. The patient was taken in for a second open surgical procedure. The tip cover accessory was located in the subcutaneous tissue at the port site and was retrieved. The patient is reported to be recovering with no further issues. As of the date of this report no additional information has been received. The csr confirmed that the tip cover accessory was discarded by the site.